Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2001 - the patient was diagnosed with left adnexal mass, vaginal prolapse, enterocele and rectocele. The patient underwent exploratory laparotomy, extensive lysis of adhesions, left salpingo-oophorectomy, halban enterocele repair, abdominal sacrocolpopexy with implant of a "marlex" mesh graft (davol flat) and a posterior colporrhaphy. On (B)(6) 2012 - the patient had md office exams due to complaints of back pain and urinary incontinence. The patient was diagnosed with urinary retention. On (B)(6) 2014 - patient had an md office exam with complaints of lower left quadrant pain, vaginal bleeding with intercourse, pressure with voiding and pelvic pain. On exam, it was noted the "vagina showed foreign body, mesh or suture erosion in deep vagina cuff." On (B)(6) 2014 - the patient underwent exam under anesthesia and per the operative details, "the vagina was examined and a 1mm dimple in the deep cuff was seen but no mesh erosion was identified. The procedure was terminated as the cuff was not opened as no mesh was seen."